Event description:
It was reported that during a lap colon procedure, a piece of jaw broke and fell into the pt. Could be removed. No further info is available, and device is being returned. There was no reported pt consequence and procedure was finished with like same device.